Event description:
A procedure for arthroscopic meniscal repair took place and a breakage of the drainage cannula tip apparently occurred. The problem was not noticed at the time of surgery. Pt was sent home. Approximately six (6) months later the pt returned to the facility for a different complaint (ankle). Pt also stated that there was an uncomfortable lump in the knee. A metal object was located in superficial tissues of the knee. A small incision was made, under local anesthesia, and the 2cm long metal piece was removed. The user facility discarded the main section of the drainage cannula.